Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the healthcare professional¿s experience with the device? Were there any issues in attaching the anvil to the device? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback to confirm a complete transection? Were there any staple formation issues noted? If so, please describe. How many counterclockwise revolutions were completed to open the device? What troubleshooting steps were taken to remove the device from the patient? Once the device was removed, was a complete washer transaction and two donuts confirmed? After firing, was the firing trigger opened to the home position? How was the device ultimately removed from the patient? What is the current patient status?.

Event description:
It was reported that during a takedown of the colostomy and colorectal anastomosis the stapler head jammed and the anvil could not come off. The doctor had to open the patient to remove the stapler and create a loop ileostomy.

Manufacturer narrative:
(B)(4). Batch # p57y53. Device evaluation: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.